Event description:
On 2/14/94, the pt had a diagnostic heart catheterization procedure performed. Following the last right coronary injection, the catheter was being removed when by fluoro, it was noted the catheter had gotten twisted within the artery. A 0.035 tscf wire was inserted to attempt to unloop the catheter. The catheter was then noted to be further looped. Unable to "inloop" the catheter in order to remove it. The catheter was then pulled to the distal end of the sheath and removed with the whole sysytem. Intimal tissue was noted on the catheter when removed. The pt went to surgery for an endarterectomy and a common femoral artery patch graft.